Event description:
The customer contact reported that the device overheated and powered off by itself. The customer contact stated it is unk if the device sounded an audible alarm prior to powering off. The device was returned to the biomedical dept with a note that stated, "IV pump overheating and turns itself off." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.